Event description:
The customer reported that he had an old insulin pump that alarmed no delivery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.